Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received multiple shocks for ventricular tachycardia (vt) below the rate cut off limit. As the rhythm got wider, t wave oversensing occurred. This patient received 13 shocks in a 24 hour period. Device optimization was performed in which the s-ICD picked primary vector. Alternate vector was noted to be flat with an impedance of 400 ohms. This patient then underwent a revision in which the electrode was broken in half during the explant procedure. Both parts of the electrode were successfully removed. This s-ICD was explanted and a transvenous system was implanted for pacing support for upward titration of medications. The new device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received multiple shocks for ventricular tachycardia (vt) below the rate cut off limit. As the rhythm got wider, t wave oversensing occurred. This patient received 13 shocks in a 24 hour period. Device optimization was performed in which the s-ICD picked primary vector. Alternate vector was noted to be flat with an impedance of 400 ohms. This patient then underwent a revision in which the electrode was broken in half during the explant procedure. Both parts of the electrode were successfully removed. This s-ICD was explanted and a transvenous system was implanted for pacing support for upward titration of medications. The new device system remains in service. No additional adverse patient effects were reported.